Event description:
The patient reportedly experienced pain while using c1 device. In 2003, the patient was seen by a surgeon for evaluation of trigeminal neuralgia. Further investigation revealed that the trigeminal pain was related to the electrical stimulation. It was decided to schedule surgery to explant the patient's device.